Manufacturer narrative:
Additional information: other relevant history. There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the outcome of death. However, there is a certain association between the patient¿s co-morbid diseases of essential hypertension, heart failure, peripheral vascular disease, atherosclerotic heart disease of native coronary artery, and the outcome.

Event description:
Per the received medical record titled "esrd death notification", the patient died on (B)(6) 2016 at home. The modality at time of death was ccpd therapy. The primary cause of death was atherosclerotic heart disease. Renal replacement therapy was not discontinued prior to death. The deceased never received a transplant and the patient was not receiving hospice care prior to the death.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse reported that a patient died in his sleep while connected to his cycler. The nurse reported that the cycler was tested in the clinic with a "dummy tummy" and did exchanges without any problems. The nurse further reported that the death was not related to the cycler or peritoneal dialysis therapy. The esrd death notification provided by the patients treatment facility show the primary cause of death was atherosclerotic heart disease ((B)(4)) and there were no secondary causes.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.